Event description:
Keel punch will not fit on the impactor handle due to metal deformation at the punch/handle junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product was reported in error as after further review it was identified there was no serious injury or reportable malfunction associated with the event.

Manufacturer narrative:
The instrument associated with this reported event was not returned for examination. A search of the complaint database found additional reports of breakage against the reported product code. CAPA (B)(4) was previously initiated to investigate, identify root cause and corrective action. The investigation could not draw any conclusions about the current reported event based on the lack of the product to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Functional evaluation of the submitted hp mbt keel punch impactor could not replicate the reported issue. Although a surgical environment could not be created for testing purposes, the punch impactor mated and disassembled from a sample keel punch with no restrictions or difficulties. Although this investigation could not confirm the reported problem, a trend of assembly/disassembly problems with the 9505020224 and associated mbt cemented punches was previously identified and corrective actions initiated. There will be no changes to the punch impactor handles. Changes are being made to the mbt keel punches. Mbt keel punches will be routing on eco 341231. This is also being addressed with (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.